Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose levels on (B)(6) 2026, was treated with an insulin injection, and the event lasted for four hours. No further information available.